Event description:
The jaws of the grasper out of alignment and as a result the doctor damaged a fallopian tube. Cautery on the fallopian tube was used as medical intervention. In following up, there was no permanent injury or patient complications.